Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement and active current measurement. No unexpected insulin pump error noted during testing. Insulin pump received with error during self test due to moisture damage on electronics assembly. Power error found in history file due to j6 connector resistance issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the insulin pump had multiple insulin pump errors. The customer's blood glucose level was 180 mg/dl. The customer was assisted with troubleshoot. Customer reports they were unable to clear the alarms. Customer was able to rewind the insulin pump. Customer states the alarm occurred immediately after a battery change. The device will be returned for analysis.